Event description:
As reported by an edwards lifesciences affiliate in (B)(6), approximately 4 years and 3 months post the procedure, patient was diagnosed with severe aortic stenosis. Two (2) months later, the patient underwent a surgical aortic valve replacement and the sapien 3 valve was explanted.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Returned valve was visually inspected and the following was observed: valve (frame) deformed, which was likely due to device explant. Host tissue growth on commissure tabs, on inflow and outflow sides of leaflets, around pvl skirt. Calcification on leaflets. From x-ray, leaflet calcification was confirmed. The complaints of calcification and host tissue were confirmed from the returned valve. A review of DHR and lot history did not identify any manufacturing non-conformities that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An evaluation on s3 and s3 ultra valve calcification has been documented in an internal edwards' technical summary. As reported, ''a 23 mm sapien 3 (s3) valve was deployed in the native aortic position successfully. A follow-up echo after 2 years and 9 months post tavr showed maximum velocity (vmax) at 2.5 m/s and mean pressure gradient (mpg) at 12.3 mmhg. Another echo after 4 years and 3 months post procedure demonstrated significant changes at vmax 4.01 m/s and mpg 41.7 mmhg, which was diagnosed as severe aortic stenosis. Two (2) months later, the patient underwent a surgical aortic valve replacement and the s3 valve was explanted.'' Per the instructions for use (IFU), structural valve deterioration (calcification) is listed as a known potential risk associated with the device. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. For this case, due to limited information available, a definitive root cause for calcification is unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve.'' Based on returned condition and implant duration (approximately 4 years 3 months), available information suggests that patient factors (tissue in-growth) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through engineering pre-decontamination findings. Patient tissue/pannus and calcification were found on the returned valve. Updated h6. The investigation is in progress, a supplemental report will be submitted upon completion.